Manufacturer narrative:
Relevant test/lab data: (B)(6) inr was supra-therapeutic and he was reversed to a low of 2.0 for a thoracentesis (his inr range during his admission was 2.0-5.8). (B)(4) was returned to heartware for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal presence of thrombus. However log files analysis revealed reduction in flow and power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
This patient expired on (B)(6) 2015 from pulmonary embolus while on right ventricular assist device (rvad) support. The site reported that on (B)(6) 2015 support was withdrawn from this patient following a pulmonary embolus on (B)(6) 2015. The patient had been in the hospital for approximately 10 days prior to pe for failure to thrive. The cardiologist was concerned that the pulmonary embolus may have been from thrombus that traveled through pump. No change in rvad parameters was reported. An autopsy was performed on (B)(6) 2015 with explanation of the pump. It was reported that the pump will be returned to the manufacturer; however, it has not been received.

Manufacturer narrative:
Additional information received reported that the final autopsy report is not complete yet, but the preliminary confirmed a large pe (presumed to have originated from the observed thrombus in the outflow cannula). Anticoagulation included coumadin and aspirin 325 mg daily. He was a little sensitive to coumadin, so his inr varied a bit, but looking at his trend, he was typically therapeutic in his goal range of 2-3, typically b/w 2-2.8 with a few outliers; he had a lower goal than the site's usual 2.5-3 due to minor recurrent epistaxis. On admission to the hospital, his inr was supra-therapeutic and he was reversed to a low of 2.0 for a thoracentesis (his inr range during his admission was 2.0-5.8). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The labeling outlines instructions for implantation of the pump in the left ventricle. It further outlines that device thrombosis is a known potential adverse event that may be associated with the use of the device. Setting of alarm parameters and guidelines for optimal patient management including therapeutic anticoagulation guidelines are also included in the labeling. The company is seeking this information through the event investigation.

Manufacturer narrative:
Pathology of the returned pump found no evidence of thrombus in the inflow, no gross evidence of surface abrasions or residual thrombus was found on any of the pump surfaces. Gelatinous substance noted within the electrical header is histologically consistent with an amorphous, proteinaceous material. Filamentous microbial organisms (presumed saprophytic) are observed histologically in this substance. Based on the pathology finding of the pump, post explant contamination was found with no evidence of thrombus, further functional/dimensional analysis is pending. A supplemental report will be submitted when new information becomes available.